Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. No intervention has been performed, although a device replacement is anticipated. The patient is stable and will continue to be monitored.